Event description:
Reporter indicated that vns pt was experiencing decreased hearing in their left ear with stimulation. It was reported that the pt experiences pain with stimulation that travels from their neck up to their ear. The last adjustment programmed device parameters was approx three weeks prior to the onset of the reported pain/deafness. The pt reports that the pain is not severe, but is bothersome and is a new occurrence. Treating neurologist reportedly indicated that the programmed device settings are high, but that he wanted to attempt to wean the pt from some of their medications prior to reducing device settings.